Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. After the procedure, review of the films was performed and it was noted that the 2.5 x 15 mm xience v stent remained on the stent delivery system and did not dislodge as originally thought. The dislodged stent was the graftmaster stent. Though requested, no additional information was provided. The graftmaster stent delivery system (sds) was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified, which likely contributed to the reported difficulties as there was no damage noted to the stent or sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that an interaction with the heavily calcified lesion during advancement in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent manipulation with the calcified lesion would have then led to the stent dislodgement during retraction. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement and stent damage. Additionally, a sampling of units is destructively tested prior to release to verify stent retention. Hemorrhage is listed as an observed or a potential adverse event associated with the coronary stenting in the graftmaster otw instructions for use. Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects including hemorrhage. The additional therapy/non-surgical treatment appears to be a secondary effect of the perforation not being sealed as another stent was required to treat the perforation. However, a conclusive cause cannot be determined for the reported patient effects or their relationship to the device, if any. The device history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. There is no indication of a product quality deficiency.

Event description:
It was reported that during a procedure to treat an acute myocardial infarction, a non-abbott guide wire was advanced into the heavily calcified circumflex artery and the guide wire caused a perforation. A graftmaster stent system was then advanced into the patient anatomy to treat the perforation. The graftmaster stent was unable to cross to the target site due to the heavy calcification and the stent system was removed. A 2.5 x 15 mm xience v stent system was then advanced to treat the perforation. As the xience stent system was advancing through the guide catheter, it was noted that a free-floating stent was coming out of the guide catheter and it was assumed to be the xience stent. The stent delivery system was removed from the anatomy and attempts were made to retrieve the dislodged stent; however, the stent remained in the patient anatomy. The dislodged stent was then pushed into the circumflex artery, where the target lesion was located. A new xience stent system was advanced into the patient anatomy and the stent was deployed most distal at the target lesion to complete the planned procedure, to embed the dislodged stent into the vessel wall and to treat the perforation. A second xience stent system was then advanced into the anatomy and the stent was deployed partially overlapping the previously deployed stent to embed the dislodged xience stent into the vessel wall and to treat the perforation. A third xience stent system was then advanced into the patient anatomy and deployed partially overlapping the previously deployed stent, to treat the perforation. The patient was doing well after the procedure, with no adverse patient sequelae.